Event description:
It was reported by service report that the head end hydraulic jack would not lower. However, the foot end hydraulic jack was still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.